Event description:
Device explant/replacement due to reported shocking. On (B)(6) 2008: implant enterra device. On (B)(6) 2015: generator replacement. On (B)(6) 2016: device replacement due to reported "shocking". Dates of use: (B)(6) 2015 - (B)(6) 2016. Diagnosis or reason for use: gastroparesis.